Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/28/2024, a sales representative via (B)(4) reported that an ar-9236-01pp univers vaultlock glenoid trial center peg had broken off. All fragments were retrieved from the patient without adverse effects on the patient. The case was completed using another ar-9236-01pp univers vaultlock glenoid trial with no issues. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time. The manufacturing date is 2019.